Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for malignant pain. The patient reported that ¿it takes forever to charge up my battery¿ and says that this has been happening since implant. The patient mentioned that he has had ¿radiation proctitis¿ since before implant. The leads were supposed to go down to help his rectum area. He can¿t sit in a chair long enough to charge it because its so painful to sit. The patient stated that it has helped some, but it¿s been this way since it was put in, and he cannot sit long enough to get it charged up. The patient wanted to meet with a manufacturer representative (rep) at an upcoming appointment with their physician on (B)(6) 2018 for possible reprogramming of the device. The rep spoke with the patient, and it was noted that the patient¿s coverage and pain control of needed areas were quite well. The patient lost 90 pounds of weight, and the battery site and charging were their issues. Additional information was received from the healthcare professional (hcp) on 2018-apr-10. It was reported that the patient could not sit for four hours to recharge the ins and they did not have pain at the battery site. Therefore, the pain at the ins site had not been resolved. Additional information was received from the patient. It was reported that the patient wanted to get in touch with a rep in order for a trickle charge to be performed on the ins. The patient said that they were having surgery on (B)(6) to replace the ins. The patient stated that the current ins was completely dead and they could not get it to charge. The patient said the rep told them they needed to charge the ins a little to get a setting from it. The patient mentioned that they have radiation proctitis in the rectum from a cancer treatment from radiation and they will able to use stimulator to help with the pain. Additional information was received from the rep reporting that, on (B)(6), the rep instructed the patient to call them for instructions on charging the ins preoperatively but the rep never received a call. The patient was given charging instructions over the phone on. The ins was explanted and replaced on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the ins was unable to trickle charge successfully due to large amounts of weight lost. A rep was able to trickle charge the explanted ins to get programming. No further complications were reported.